Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified left common femoral artery (lcfa) using the preclose technique prior to an interventional procedure to insert an impella device in the heart. The arteriotomy was a 6fr. Reportedly, during removal of the proglide device, resistance was met and the shaft broke at the guide (where the silver and black part meet). A vascular surgeon was needed to retrieve the broken part of the proglide device by performing a cut down of the artery. The detached portion was removed and the vessel was sutured closed. The impella procedure was not performed. There were no reported adverse patient sequel. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The second perclose was then inserted and as the perclose was being walked backwards, the perclose separated, pulling wire access with it. Thus the distal tip of the perclose remained in the iliac artery extending into the common femoral artery. Now no femoral access. Consulted cardiovascular surgeons, not available. Surgeon consulted for assistance. Im cath inserted over the top of an advantage glidewire from the right common femoral artery and used to access the iliac bifurcation. 7 french 45 cm destination sheath inserted up over the iliac bifurcation to the left external iliac artery for visualization and protection of the vessel. A wire was advanced across the lesion in the access site, so as to have access and the immediate ability to tamponade should it be necessary. While awaiting surgical assistance, a scalpel was then used to initiate a cutdown of the left common femoral groin. With the bovie catheter and hemostasis, careful blunt dissection was performed to the level of the artery. Surgery was then able to assist and to further perform a cutdown as well as foreign body removal. He performed an endarterectomy of the common femoral artery and subsequently closed the groin. Patient had significant heme loss of approximately 800cc. She was typed and crossed and transfused during the procedure with 2 units of prbcs. Procedure aborted to allow time to stabilize, transfer to the ICU. Procedure aborted, 2 units of prbcs transfused, transferred to ICU to stabilize, patient hospitalized 12 days and transferred to rehab hospital. Will return in 2-3 weeks to undergo another attempt at cardiac catheterization, however at the time of discharge patient was refusing to do so. Will follow up with cardiology. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(6). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effect; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. User facility medwatch report received that states: patient with non-st elevation mi. During prior diagnostic angiography, was noted to have severe and critical left main distal coronary stenosis as well as multivessel coronary disease with an occluded right coronary artery and subtotal left circumflex artery. Micropuncture needle used to gain access in the left common femoral artery. 7 french sheath inserted. Micropuncture needle used to gain access to the left common femoral vein, 5 french sheath inserted. Micropuncture needle used to gain access in the left common femoral artery. Tract was dilated and an 8 french dilator was inserted over the wire. The first of two proglide perclose was inserted to pre-close the vessel. The first was successfully placed in a 45 degree angle.